Event description:
A malfunction was reported with a pump, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues resume, which the caller acknowledged and understood.